Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The customer hmi results reported the device channel tested positive (with growth) with the following : 1. Pseudomonas aeruginosa -serotype 0:13/14, 2. Pseudomonas aeruginosa -serotype 0:5 (23 cfu/100 ml). The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported the device channel (all channels) conforms to results of revivable micro-organisms <1 cfu/100 ml and <1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: insertion part distal end insulation test failed. Light guide rod lens and connecting tube noted discolored. Bending rubber (bending section) glue worn out. Control unit --scope body --deformed. Control unit --scope cover - deformed. Control unit - universal cord holder ¿deformed. The device other parts ( knobs, control unit, angulation (replacement required, noted as part of the preventive maintenance). Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) = paa_cds machine cantel. Aer/ewd reprocessor: tested. Model name: machine cantel isa. Detergent name: intercept plus cantel. Disinfectant name: rapicide pa medivator cantel. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water (a/w) channel, auxiliary water channel. Detergent used : anios clean excel d. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port, distal end areas around elevator. Brush model: asept in med, ref 201790. Manual disinfection not performed, scope not sterilized. Scope storage: simple cabinet without any drying function. Vertically hanged. Scope maintenance ¿ non olympus - name of the company performing the maintenance not provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.